Event description:
Per dealer, unit has alleged alarming/red light. Per independent repair center statement, unit is alarming or red light. The key failure is that the rexroth valve of the manifold is stuck. Other issues were that the pilot valve of the manifold was leaking, the pilot valve o-ring was defective and the tie strap to the sieve beds was defective.